Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the doctor checked the reported pancreatic duct stent placed 2 months before endoscopically to replace it with another stent , the stent had migrated/strayed into the pancreatic duct. When he tried to remove it, it broke. Regarding how to deal with the situation is unknown for now. Update 22 apr 2022: date of stent implantation: (B)(6) 2022. Stent removal: (B)(6) 2022 (tip dissection). Subsequent treatment: undecided. We are scheduled to meet with them on april 26, so we will check with them how to retrieve. "Although the stent had strayed into the pancreatic duct from the previously implanted position, we grasped the portion slightly protruding from the papillary region and attempted to remove it, but it was separated. At this point, the stent inside the patient's body is allowing drainage, so the procedure was completed when the stent separated. The patient is scheduled for removal at a later date." Update on april 25th: when the doctor checked the reported pancreatic duct stent placed 2 months before endoscopically to replace it with another stent , the stent had migrated/strayed into the pancreatic duct. When he tried to remove it, it broke. Update on april 26th by (B)(6) based on the information provided by the rep on the same day. The reported stent was used for stent placement for chronic pancreatitis. 2 years ago, the patient had similar symptoms and had a stent placed. Stenting was performed in (B)(6) 2022 due to recurrence of symptoms. When the pancreatic stent placed 2 months before was about to be replaced, the stent was about to stray into the pancreatic duct when it was checked endoscopically. The doctor grabbed the flap slightly protruding from the duodenal papilla with grasping forceps to remove it, but the flap was torn off and only the flap was retrieved. The stent itself was left inside the patient's body and subsequently strayed into the pancreatic duct. Although stent migrated into the pancreatic duct, the stent inside the patient's body is allowing drainage and is still in place but just above the duodenal papilla (near the entrance), and a wire guide was able to be passed through the stent, and a snare was able to be passed through the side of the stent. The doctor will consider replacing the stent once it is plugged. Date of stent implantation: (B)(6) 2022. Stent removal: (B)(6) 2022 (tearing of the flap during stent removal, remaining of stent and migration into the pancreatic duct). Subsequent treatment: as of april 19, it was undecided. At this point, the stent inside the patient's body is allowing drainage, so the procedure was completed when the flap got torn off and the stent itself remained in the patient's body (migrated into the pancreatitis duct) . The patient is scheduled for removal at a later date. As of april 25, since the patient's amylase is under control at this point, the physician is concerned about making the patient worse by attempting to remove it. Therefore, removal and replacement will be performed depending on the patient's condition. (The sales representative will also inform the physician that due to the nature of the product, replacement is recommended in two to three months.) The patient was in good condition and discharged on april 20. Update on april 26th by (B)(6) based on the information provided by the rep on the same day. Physician's comment the doctor concluded that the issue is not caused by the product due to the frequency of migration cases.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted based on the receipt of additional information on 04-aug-2022. As of 04-aug-2022 "the sales representative had already informed the doctor of the deterioration of the stent due to long-term implantation. However, the doctor said that the drainage was good and he did not want to tamper with the stent. The sales representative asked the distributor to confirm with the doctor about the future procedure".

Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of lot number c1886301 was not returned to cirl for evaluation. This file is linked to (B)(4) / MDR ref#3001845648-2022-00760 which captures the user error of the stent exceeding the recommended indwell period. Documents review including IFU review: prior to distribution all gepd-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gepd-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1886301. It should be noted that according to the instructions for use (ifu0055-4) that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration." There is evidence to suggest that the user did not follow the instructions for use (ifu0055-4) as the stent was left indwelling past the 3 month recommended period, this user error is captured in (B)(4). Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. However, as per the instructions for use, migration is a known complication associated with the device. There is a possibility that the stent fracture which occurred was a cascading effect of the migration as the forceps used to retrieve the stent may have grasped it near the flap area which led to the break. Even though clinical stated this is unlikely, a conservative approach must be taken with the worst-case scenario that the migration caused on contributed to the stent fracture, this fracture would be secondary to the migration that occurred. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to the migration or fracture and was discharged from hospital on 20th of april. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of the investigation.

Event description:
Supplemental report is being submitted due to update to annex f code on 06-jun-2023.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of lot number c1886301 was not returned to cirl for evaluation. This file is linked to pr 378538 which captures the user error of the stent exceeding the recommended indwell period. Documents review including IFU review: prior to distribution all gepd-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the gepd-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1886301. It should be noted that according to the instructions for use (ifu0055-4) that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration." There is evidence to suggest that the user did not follow the instructions for use (ifu0055-4) as the stent was left indwelling past the 3 month recommended period, this user error is captured in pr 378538 (3001845648-2022-00760). Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. However, as per the instructions for use, migration is a known complication associated with the device. There is a possibility that the stent fracture which occurred was a cascading effect of the migration as the forceps used to retrieve the stent may have grasped it near the flap area which led to the break. Even though clinical stated this is unlikely, a conservative approach must be taken with the worst-case scenario that the migration caused or contributed to the stent fracture, this fracture would be secondary to the migration that occurred. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to the migration or fracture and was discharged from hospital on 20th of april. Complaints of this nature will continue to be monitored for potential emerging trends.